Event description:
It was reported that; patient came in for post op, surgeon noticed that the plate had come away from the skull. Patient will be left in collar longer than normal no revision surgery scheduled at the moment.

Manufacturer narrative:
Risk assessment; manufacturing files were not reviewed because no parts or lot were provided. Visual inspection; functional inspection; device history review and complaint history review was not completed due to no parts or lot being provided. The exact root cause cannot be determined due to lack of patient information.

Event description:
It was reported that; patient came in for post op, surgeon noticed that the plate had come away from the skull. Patient will be left in collar longer than normal no revision surgery scheduled at the moment.